Manufacturer narrative:
Corrections were made to section d1 and d2. In section d1 the brand name hydrosoft 3d was corrected to azur soft3d detachable 10 in section d2, the common device name v-trak was corrected to device vascular for promoting embolization. The investigation of the returned coil system found the implant stretched, broken, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The proximal and distal portion of the implant were not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. This device is similar to the v-trak hydro soft 3d, k161367.

Event description:
It was reported that during embolization of iia prior to the evar procedure, the coil was inserted into the microcatheter, and when the coil was pulled back, the implant prematurely detached. The coil and microcatheter were both removed from the patient. Another coil was used to complete the procedure successfully. There was no intervention or patient injury. The patient's condition was reported as no health damage.